Event description:
It was reported that the patient fell. It was stated that the device was interrogated after the recent fall and an error was found for electrode combination 0 and 1. It was noted that the device was reprogrammed on (B)(6) 2011. The patient reportedly recovered without sequelae on (B)(6) 2011. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v565966, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).